Event description:
Customer reported via phone call that the insulin pump is exposed to fluid. Customer went swimming with the insulin pump. Customer states that the display went blank immediately after exposure to fluid. Customer also states that there is water under the lcd display. The blood glucose reading is 325 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.